Manufacturer narrative:
Based on the literature review by the investigator on september 18, 2015, it was determined that the suspect device is an accolade stem with an unknown catalog number and lot code. The investigation revealed that the draft of the study notated that during the patient's revision, a large metal-stained fluid collection, significant muscle and bone loss and trunnionosis was found. Several attempts were made to obtain additional information but no further information was provided and a medical review could not be completed. Additionally no devices were returned and the lot codes of the devices involved were not available. Therefore the exact cause of the event could not be determined because insufficient information was provided.

Event description:
A (B)(6) female presented to the on-call trauma service following a low energy fall onto her right thr. The background indicated that the patient had undergone staged bilateral thr's for osteoarthritis. The right hip was replaced in 2010 with a 36mm cocr on polyethylene accolade-trident thr. The right thr had been intermittently painful for which she had received physiotherapy with little improvement. The patient did not have any significant medical co-morbidities. Date of the revision is unknown.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown polyethylene insert. Additionally, an unknown 36mm cocr head and an unknown accolade stem were reported. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Other text : not available

Event description:
A (B)(6) female presented to the on-call trauma service following a low energy fall onto her right thr. The background indicated that the patient had undergone staged bilateral thr's for osteoarthritis. The right hip was replaced in 2010 with a 36mm cocr on polyethylene accolade-trident thr. The right thr had been intermittently painful for which she had received physiotherapy with little improvement. The patient did not have any significant medical co-morbidities. Date of the revision is unknown.